Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
"Literature article entitled, ¿osteolysis of the greater trochanter following reattachment of hip abductors using polyester suture in total hip arthroplasty¿ by rakesh k. Kundra, et al, published by hip international (2009), vol. 19, no. 3, pp. 274-278, was reviewed. The aim of this paper is to report a specific pattern of osteolysis around bone tunnels on the lateral cortex of the greater trochanter following abductor reattachment using a polyester suture identified on radiographs of 395 patients who underwent cemented tha during a four-year period between 1999 and 2003. All 27 patients had a soft tissue reattachment of the abductors re-attached with number 5 ethibond suture. The femoral stem and head used were competitor products. Implanted depuy products: charnley polyethylene cup cemented with unknown cement. Results: 12 cases of radiologically identified heterotopic ossification- no treatment required. 1 dislocation treated with closed reduction. 1 dislocation treated with exploration surgery. Intraoperative findings revealed extensive destruction of the greater trochanter that cased detachment of the abductor muscles. Histologic examination of excised tissue revealed inflammatory markers consistent with foreign body reaction localized to the area surrounding the suture and no evidence of polyethylene particles. The intraoperative findings were attributed to the suture. 1 case of trochanteric bursitis- treatment unspecified. Captured in the complaint: charnley polyethylene cup: implant dislocation. Patient harms: surgical intervention, joint dislocation, extraskeletal ossification. 52 cases of radiologically identified osteolysis localized to femoral bone tunnels drilled to reattach the abductor muscles with the polyester suture. 22 percent of these demonstrated extensive lysis with significant destruction of the greater trochanter and 26 percent displayed complex bone formation around drill holes. The authors attributed these findings to the drill holes and the polyester suture used to reattach the abductor muscles."